Manufacturer narrative:
Qn# (B)(4). The customer returned one introducer needle for analysis. Signs of use in the form of biological material were observed inside the hub and cannula. One vertical crack was observed on the needle hub. A slight bend was observed in the cannula body. No other defects or anomalies were observed. The introducer needle was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "insert introducer needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate." The returned introducer needle was attached to a lab inventory arrow raulerson syringe (ars). The ars aspirated both air and water. The returned needle hub was sent to ftir testing to determine its material as no lot number was provided. Ftir testing revealed a spectral match of 90.96% to polyacrylic. R & d has previously confirmed the occurrence of cracks in polyacrylic needle hubs to be within the scope of a previously opened CAPA. The IFU provided with the kit informs the user, "some disinfectants used at catheter insertion site contain solvents which can weaken the catheter material. Alcohol, acetone, and polyethylene glycol can weaken the structure of polyurethane materials. These agents may also weaken the adhesive bond between catheter stabilization device and skin." The customer report of a cracked needle hub was confirmed by investigation of the returned sample. Visual analysis revealed a crack in the needle hub. During functional testing, the returned needle could not be used to properly draw and aspirate water. The failure mode identified is consistent with the failure mode investigated per a previously opened CAPA. Based on the CAPA investigation, the root cause is design related. Teleflex has identified that this needle hub material is susceptible to cracking when placed under stress (i.e. Pressed onto a tapered luer fitting, sideloaded as the clinician attempts to locate a vessel, etc.) In the presence of liquid alcohol-based disinfectants. The CAPA was implemented using a new alcohol resistant material to manufacture the needle hub. The reported needle hub was confirmed to be made from the old material. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "doctor was attempting a lf subclavian insertion. Dr. Stuck 4 times, on 4th attempt he believed the needle was in good position, when he attempted to aspirate through the needle with syringe the needle hub leaked through the side. Doctor claims it was a "defective" needle". Additional information received states " the patient is now stable and has been discharged to acute rehab. He did initially have some complications from this pneumothorax (required a chest tube and then a replacement and adjustment), but he ultimately did okay from a pulmonary perspective."

Event description:
It was reported that "doctor was attempting a lf subclavian insertion. Dr. Stuck 4 times, on 4th attempt, he believed the needle was in good position, when he attempted to aspirate through the needle with syringe, the needle hub leaked through the side. Doctor claims it was a "defective" needle". Additional information received states " the patient is now stable and has been discharged to acute rehab. He did initially have some complications from this pneumothorax (required a chest tube and then a replacement and adjustment), but he ultimately did okay from a pulmonary perspective."

Manufacturer narrative:
(B)(4).